Manufacturer narrative:
Na.

Event description:
During first in home treatment, the patient followed her physician's recommended treatment time of 10 minutes front of body and 10 minutes back of body. The patient experienced burning and blistering the day after treatment. The patient contacted her physician and followed-up with an appointment in which the physician reiterated the original recommended treatment time. The patient was prescribed a cream and steroids for the burns. Nbc spoke with the prescribing physician who admitted to not consulting the manual but instead used a verbally recommended protocol from his staff. Phototherapy is not performed at the facility, and the physician has not performed phototherapy treatment in recent years. Nbc strongly believes that the patient experienced an injury due to a lack of training on the physician's and staff's part.